Manufacturer narrative:
A ge service representative performed an onsite investigation. The grabber board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system gave a camera power supply error during boot-up. As a result the system was unable to produce usable image. There is no report of injury or death associated with this event.